Event description:
It was reported that the omnicurve peak sheath broke off in the patient and was removed by the surgeon. There was no medical intervention, no adverse consequences and no clinically significant surgical delay.